Event description:
It was reported that the patient believed that his ptm (personal therapy manager) wasn¿t working; it wasn¿t delivering the medication. The patient had brought the issue to the attention of his doctor and the rep and they both believed that the ptm was functioning properly. The patient had been having issues for about 6 months. The patient stated that every time he went into the office he had ¿problems with the pump¿. The patient was planning to keep track of the times he didn¿t think he was getting the medication so that it could be compared to the data on the physician programmer. The pump was delivering baclofen. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8 596sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).